Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported that the insulin pump alarmed. The blood glucose reading was 186mg/dl. Troubleshooting was performed, and the drive support cap was protruded. Advised the customer to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Unable to prime during the prime test and insulin pump alarmed during the basic occlusion test due to a protruded/loose drive support disk. Cracks to the display window, battery tube threads, reservoir tube lip, a scratched lcd window and broken belt clip slot noted.